Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The left ventricular lead exhibited a loss of capture. A chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2013.